Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. An opticross¿ imaging catheter was selected for use. During percutaneous coronary intervention (pci), it was noted that the shaft was fractured. The procedure was completed with another of the same opticross¿ imaging catheter. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Device analysis revealed no issues and the device appears to be in good conditions. The telescope assembly was able to properly pull back, advance, and retract. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that shaft break occurred. An opticross imaging catheter was selected for use. During percutaneous coronary intervention (pci), it was noted that the shaft was fractured. The procedure was completed with another of the same opticross imaging catheter. No patient complications were reported and the patient's status is stable.